Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system results for one patient. On (B)(6) 2017, the result for the first sample from the patient was 729.6 miu/ml using cobas 6000 e 601 module serial number (B)(4). On (B)(6) 2017, the result for a second sample from the patient was 362.5 miu/ml using a cobas 8000 e 602 module. The serial number of this analyzer was not provided. The result from the cobas 6000 e 601 module was 375.2 miu/ml. On (B)(6) 2017, the doctor ordered another hcg+beta test for this patient as the results from the previous samples were not compatible. The result from the cobas 6000 e 601 module was 632.9 miu/ml and the result from the cobas 8000 e 602 module was 603.5 miu/ml. The customer performed 1:10 dilutions on the cobas 8000 e 602 module and the results were: sample from 03/30/2017: 342.0 miu/ml. Sample from 03/31/2017: 580.1 miu/ml. On (B)(6) 2017, the customer repeated the sample from (B)(6) 2017 on the cobas 8000 e 602 module and the result was 680.8 miu/ml. There was no allegation of an adverse event. The patient did not receive any drug treatment except aspirin. All calibration and qc passed within the acceptable range.

Manufacturer narrative:
Additional pathology report information was provided for the patient. The customer confirmed there was no mix-up of the sample from (B)(6) 2017. Based on the data provided, a specific root cause could not be determined. Calibration of the reagent was overdue. It was suspected the issue was due the specific condition and diagnoses of the patient. The patient had both an ovarian cyst and an ectopic pregnancy which likely explained the elevated hcg + beta levels. The following lower result and then increased hcg + beta result could not be explained. As all of the results were reproducible, a technical, reagent, or customer issue was not likely.